Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and advance failure analysis (afa) confirmed initial fa findings. The issue was discussed with manufacturing and was found that the retaining ring (c-clip) and both washers were dislodged from the grip tube, which likely caused the jaws not to close fully, leading to the initialization failures. The grip ring was correctly seated in the middle of the grip drive adapter and did not appear to be loose.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not follow and warned that the knife was out. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer was analyzed. The instrument did not pass self-test during the initialization process. Homing failures (error 22026) during initialization kept occurring, indicating the instrument would not work. Review of logs also showed homing failures occurring at the site on (B)(6) 2023, using system sk0407. Additionally, manual input of the thumb lever also did not move the grip to fully close position. Grips appeared to be stuck in a fixed open position. Knife slot passed at 0.029". Ceramic dots verification passed. Housing was removed and a washer appears be to be dislodged below the grip ring adapter. The complaint was confirmed by failure analysis.